Event description:
Caller states that the patient tested 3.0 inr while a lab drawn within 1 hr returned as 2.3 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.